Event description:
It was reported by svc report that the right side rail would not latch and there were sharp edges where the weld was broken. No pt involvement or adverse consequences were reported.